Event description:
The customer reported a frozen screen after her blood glucose reading was transmitted wirelessly to the insulin pump. The customer stated that the time on the screen was not advancing. The customer also reported a button error alarm that would not clear. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.